Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced a skin reaction with burning sensation, redness, inflammation/swelling, pimples or bumps, pustules, infection and pain underneath the sensor pod area. The patient went to a doctor to get checked due to a skin reaction from the sensor adhesive or insertion site since it persisted for two days. The patient reported being prescribed an unspecified oral antibiotic; however, no further details were obtained. Attempts to follow up with the patient multiple times to obtain further details were unsuccessful. At the time of report, the patient¿s condition was unspecified. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).